Event description:
Heartware left ventricular assist device (lvad) presents with high lactate dehydrogenase (ldh), high plasma hemoglobin, abnormal lvad waveforms, hemoglobinuria, and acute kidney injury in the setting of international normalized ratio (inr) 1.6, and removal of aspirin therapy 3 months prior due to gastrointestinal ulcer formation. Heparin infusion was titrated. IV fluids were given to protect against pigment nephropathy. Patient had very limited/high risk surgical options given history of 4 previous sternotomies and not a transplant candidate. Over the course of the hospitalization, the ldh trend and the lvad waveform trends returned to baseline. A higher inr goal was targeted prior to discharge (2.5-3.0) and aspirin 325 was resumed.